Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the mesenteric artery using an indigo system aspiration catheter 8 (cat8). During the procedure, the physician initially attempted to use an indigo system aspiration catheter 5 (cat5) with an indigo system separator 5, but decided to use the cat8 instead since the cat5 seemed too small for the target vessel. While using the cat8 with an indigo system separator 8 (sep8), vessel dissection occurred; therefore, a stent was implanted in the patient. After the thrombectomy procedure and stent placement, lysis was performed for a few hours, and an intestine resection was required due to the time delay. The patient remains hospitalized.